Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation and pericardial effusion. That lead was then successfully replaced and effusion drained. No additional adverse patient effects were reported.